Event description:
The hcp reported that pump was explanted after an implant duration of 31 months. The pt was hospitalized "for other reasons, pump went dry, wouldn't refill". Numerous syringes were used but "pump locked". The patient receives compound morphine via the drug delivery system. The pump was explanted and replaced.

Event description:
The hcp reported that the pt had uncontrollable pain and endocarditis and was hospitalized. Dye and rotor studies were performed. The pt subsequently expired due to heart condition. The drugs used in the pump were reported to be morphine sulfate. Dilaudid, bupivicaine and clonidine.